Event description:
A confirmed (b)(b) advia centaur xp hbsag result was obtained by the customer and the result was questioned by the physician. Repeat testing was performed on the primary sample tube and aliquot and the results were non reactive. There was no known report of patient treatment being altered or adverse health consequences due to the discordant hbsag assay result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse performed a total service call and calibrated probes. The cause for the discordant (B)(6) advia centaur xp hbsag result when compared to the repeat non reactive is unknown. The initially (B)(6) was confirmed as (B)(6) and the customer's quality control results were acceptable. The instruction for use (IFU) states the following in the limitation section: "for diagnostic purposes, the advia centaur hbsag test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings". No conclusion can be drawn.